Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert for high out of range shock impedance measurements for its right ventricular (rv) lead. Technical services (ts) was consulted and discussed this with the calling patient. The patient was referred to their physician for further examination. This ICD remains in service. No adverse patient effects were reported.